Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for two donors. The customer stated both donors were tested with another method and negative results were obtained. The following data was provided: 12dec2023 sid (B)(6) initial result = reactive; repeat result = reactive another method = negative. 13dec2023 sid (B)(6) initial result = reactive; repeat result = reactive another method = negative. There was no impact to donor management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. The overall performance of the alinity s htlv I/ii reagents in the field was reviewed using data gathered from customers worldwide. Initial reactive rates (irr), repeat reactive rates (rrr) and specificity observed for lot 50095be00 are within product requirements and comparable to other lots analyzed in the comparison. Whole blood and plasma screening monitoring group: irr: 0.050 %, rrr: 0.042 %, irr - rrr 0.008 %, specificity: 99.958 %. Peer sites: irr: 0.053 %, rrr: 0.046 %, irr - rrr 0.007 %, specificity: 99.954 %. Based on the investigation, no systemic issue or deficiency of the alinity s htlv I/ii reagent lot 50095be00 was identified.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for two donors. The customer stated both donors were tested with another method and negative results were obtained. The following data was provided: (B)(6)2023 sid (B)(6)initial result = reactive; repeat result = reactive another method = negative (B)(6)2023 sid (B)(6) initial result = reactive; repeat result = reactive another method = negative there was no impact to donor management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.